Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to remove. The complainant alleged that it was difficult to get the water out, and allegedly, tried to pull and still could not remove the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this silicone catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the silicone catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the catheter was difficult to remove. The complainant alleged that it was difficult to get the water out, and allegedly, tried to pull and still could not remove the catheter.